Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag of a homechoice cassette had "blown up like a balloon and air was getting into the patient's body." This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.